Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented for procedure. During the implant, the patient left ventricular(lv) lead had a guidewire get stuck inside of the lead. The guidewire could not be removed so the physician used a another lead instead. The patient was stable.

Manufacturer narrative:
The reported event of ¿guide wire got stuck inside the lead & could not remove¿ was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The cause of the reported event was isolated to the bunching of the stripped stylet, ptfe coating and inner coil.